Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device had a cracked screen and the device's functionality was in question, prompting a replacement and counseling that the device would no longer be water resistant. Symptoms included no reported adverse health effects. Outcomes included continued therapy planning with backup therapy advised and data synchronization to the mobile app prior to shutdown and return. Investigation included remote troubleshooting and education regarding data handling, device shutdown, and return logistics. Investigation of this device revealed physical damage to the display component consistent with screen breakage, with the device otherwise not confirmed as functional. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage.